Event description:
It was reported that a lead integrity alert was triggered due to oversensing and short interval counts. Review of electrograms showed non sustained tachycardia, t-wave oversensing (twos) and double counting. R waves appeared small and t waves appeared large. The lead was programmed tip-to-ring, sensing at 0.3mv. Twos discriminator was programmed ¿on¿. No inappropriate therapy was delivered. Lead diagnostics were within range. Oversensing could not be duplicated with pocket manipulation, arm movements or bearing down. The patient stated that he was pedaling his bike while standing up when the alert triggered. Technical services (ts) discussed they could consider changing sensing tip-to-coil based on r wave and t wave amplitude. Ts instructed the caller to repeat noninvasive programmed stimulation (nips) if the sensing vector is changed. The caller will discuss with the physician. Additional information was received that the sensing vector was reprogrammed tip-to-coil as suggested. Follow up with the patient revealed twos was observed on stored electrograms. The patient was referred to another electrophysiologist for further follow up and nips, but this has not yet occurred. The lead remains in use.

Event description:
Additional information was received that a vf episode was appropriately detected and treated. The first shock at 25j was unsuccessful at converting the rhythm but the second shock at 35j successfully converted the rhythm. It was also noted that the device had been reprogrammed due to twos. Electrograms showed occassional undersensing of r waves. The caller wanted to know if they could reprogram the device to shock sooner. Technical services discussed programming options. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).